Event description:
Additional information was received from a manufacturer representative (rep) clarified the out of regulation (oor) was on the sc and it has not been resolved. All impedances were within normal range. No actions or interventions were taken to resolve the oor on the sc.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is getting out of regulation (oor) message on the patient programmer (pp). Possible reasons for oor was reviewed. The manufacturer representative (rep) will call the patient and doctor back. No patient symptoms were reported. 2020-nov-03 (rep): additional information was received from a manufacturer representative (rep) reporting the cause of the oor was not determined. The battery will be interrogated and the oor was not resolved. 2020-nov-05: (B)(4) (rep): additional information was received from the manufacturer representative (rep) stating that there was an oor message on the patient controller. The patient reported that he had no change in therapy. The patient wasn't programmed recently but he has a nurse and the nurse made some change, but the rep did not know specifically what change was made. The rep indicated that he had the patient turn the programmer off and then checked again and the patient still got the message. Information about oor situations was reviewed for the rep. The rep will follow up with the patient. The rep called back and noted she was with the patient today. It was stated that the patient was interleaving with contacts c/3 @ 1662ohms and c/0 @ 967 ohms with therapy impedance of 923ohms. Ins is at 2.79v. Caller states she interrogated ins and then checked with a different 37642 and they did not see oor. It was reviewed for the rep that oor is not a function of the controller but rather the implantable neurostimulator (ins). The rep will run impedance checks in multiple positions and compare current impedances/settings to historical reports (if available). The rep did note that the patient, when they got oor, was not adjusting stim but just checking their ins as they do everyday. 2020-dec-08 (B)(4) (rep): no new information. 2020-dec-11 snow (B)(4) (rep): the rep called back and said the patient was still seeing oor on the sc ins. The impedances were: c & 3 1752 ohms c & 2 1492 c & 1 1632 c & 0 990 0 & 3 2236 0 & 2 1857 0 & 1 1686 1 & 3 2754 1 & 2 1990 2 & 3 2137 ohms a possible short circuit was discussed.